Manufacturer narrative:
Reviewed the DHR for the zoom whitening system. The lamp used in the procedure was within the mfg specifications upon shipment to the customer. The retain sample of the chair side gel used in the procedure (and goes directly on the teeth) was within all mfg specifications. The mfg work order for the was reviewed as well and no abnormalities found in the production run of the gel lot number in question. In addition an online report was submitted on (B)(4) 2011 in error. The only proof a report was submitted is attached. FDA investigator requested that an add'l report be submitted in this format and certified mail to medwatch.

Event description:
Pt said that he was feeling zingers (tooth sensitivity) during the 3rd of 4 cycles. Wanted to continue on to 4th cycle. After the 4th cycle he continued to have sensitivity issues. Dr. Prescribed the pt vicodine. Hygienist reported the pt did not participate in the sensitivity protocol which suggests to brush with a fluoride toothpaste two weeks in advance of a chair side whitening procedure.